Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 278 (mg/dl) after consuming food. Reportedly, the customer failed to perform an extended bolus to account for their meal. System check with tandem technical support indicated the pump was performing as expected. Customer indicated a correction bolus would be delivered to address bg levels.